Event description:
It was reported to medtronic neurosurgery that the patient had a continuous attack of epilepsy after the shunt replacement operation. According to the report, the patient died.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the device caused or contributed to the patient death.

Manufacturer narrative:
Corrected information: no eval explain code.